Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the tidal volume was low, and the patient circuit was checked for no leakage. The rse advised the customer to check the turbines, individual flows pressure sensors, and gas delivery system (gds). Per gfe response, the authorized service provider (asp) engineer stated that the device was out of warranty, and the customer did not accept the quote; therefore, the asp engineer was not able to evaluate or repair the device, and no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint reporting while in use, the v60 had an alarm associated with tidal volume. No reports of patient harm or injury. Investigation is ongoing.